Event description:
Boston scientific received information that (B)(6) post implant this right ventricular (rv) lead had dislodged. It was noted that rv threshold measurements were elevated to 4.5v and r-waves went down to 6 mv. Impedance measurements were stable. The lead was successfully repositioned. 2 large hematomas noted in pocket were evacuated at this time. There were no adverse patient effects reported.

Manufacturer narrative:
Right ventricular (rv) lead was repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.